Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacturer narrative: secondary surgical intervention to reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, significant reduction of irido-corneal angles, and significant shallowing of the ac. Lens repositioning performed and medication was provided. Reportedly, "combigan given prophylactically due to lens position since day 1 so iop has not been recorded as elevated due to topical agents used."

Manufacturer narrative:
3331 - device history record review found associated source lots were manufactured within established parameters and limits. Claim# (B)(4).